Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer and inner insulation is cut at 15.2cm, and at 52cm. Proximal conductor cut at 52cm, distal conductor cut at 51.9cm. Virtually no blood visible in conductors at cut areas. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation from the right ventricular (rv) lead. Muscle stimulation and chest movement were observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.